Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been three other complaints reported in the lot number, but none were for similar type events. This report was mailed to FDA on: 03/20/2009.

Event description:
A surgeon reported a patient experiencing negative dysphotopsia following bilateral intraocular lens (iol) implant surgery. There are two medical device reports associated with this event. This report is for the left eye.